Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer loaded a cartridge with 300 units of insulin and the pump displayed 60+ units. The customer stated that the estimate later changed to 80 units. Further troubleshooting was unable to be performed as the customer had changed supplies. There was no impact to the customer's blood glucose level.